Event description:
Found during routine testing. Customer called and reported that device will not power on. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.